Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "residual insulin remaining in the cartridge (unusable)" per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, the customer would re-use cartridges and cartridge would have residual insulin from previously use. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed out pump supplies to address the alarms. There was no adverse impact customer¿s blood glucose.